Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found a damaged ccd (charged coupled device) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The historical analysis for this event confirmed that: there are no product excursions or statistical trends were identified. There are no ncr, scar, CAPA or hha records associated with the historical complaints. No anomalies were identified in the manufacturing/repair history records. The complaint rate is within the expected occurrence. No anomalies were identified in the labeling review. Based on the results of the investigation, it is likely that the following led to the malfunction: breakage of the image sensor unit. A definitive root cause could not be established. No CAPA request is required. This event doesn¿t meet the CAPA request aspect defined in gsop-00023 global corrective action and preventive action management. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had no image. The issue was found at preparation for use for a diagnostic procedure. The procedure was completed with another set of the device. There were no reports of patient harm.